Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition after unpacking and was prepared as per the dfu. There was narrowing after stent deployment, which the physician deemed to be due to challenging anatomy (the vessel narrowed at the deployment site making it hard to open the stent). Follow up angiography showed narrowing of the stent through the aneurysm and into the supra clinoid internal carotid artery (ica) segment. Based on the information provided, this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the stent failed/unable to open, patient abnormal imaging finding, and patient parent vessel stenosis.

Event description:
It was reported that six months post procedure when the patient went for their routine follow up, the subject flow diverter was noted on computerized tomography (CT) scans to have narrowed at the mid section. The physician recalled the procedure as challenging due to patient anatomy. The patient's anatomy had narrow vessels which made access and deployment of the subject device difficult. The physician performed a follow up angiogram which showed narrowing of the subject flow diverter through the aneurysm and into the supraclinoid internal carotid artery segment. The physician was unable to determine if the subject device was narrower now than when implanted six months prior. The patient is otherwise stable with no reported adverse events or ischemia on magnetic resonance imaging (MRI) imaging. The physician has put the patient on aspirin and prasugrel for the mean time. No other information is available.

Manufacturer narrative:
Device is implanted in patient.

Event description:
It was reported that six months post procedure when the patient went for their routine follow up, the subject flow diverter was noted on computerized tomography (CT) scans to have narrowed at the mid section. The physician recalled the procedure as challenging due to patient anatomy. The patient's anatomy had narrow vessels which made access and deployment of the subject device difficult. The physician performed a follow up angiogram which showed narrowing of the subject flow diverter through the aneurysm and into the supraclinoid internal carotid artery segment. The physician was unable to determine if the subject device was narrower now than when implanted six months prior. The patient is otherwise stable with no reported adverse events or ischemia on magnetic resonance imaging (MRI) imaging. The physician has put the patient on aspirin and prasugrel for the mean time. No other information is available.